Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The model is only qualified for use in the specific cartridges. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. The patient recovery from the reported event was indicated to be (B)(6) 2017. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health authority reported slightly poor corneal transparency, edema, descemet's membrane wrinkling and blurred vision in an eye following an intraocular lens (iol) implant procedure. The patient was treated with high-sugar eye drops and lowering-intraocular-pressure eye drops and hot compresses. Symptoms recovered. The lens remains implanted.